Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? A different drill on the set was used was there any consequence to the patient due to the event? No. Was the surgery prolonged due to the event? No. Has the reporter facility indicated there may be legal action? No. Please give a detailed description of the event: the drill bent during normal use so a different length drill from the set was used to finish the case.